Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2015, the patient underwent endovascular repair for an abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis. During deployment of the trunk-ipsilateral leg endoprosthesis, slight distal movement occurred, and position adjustment was performed using the constraining system. On an unknown date, in follow-up examination, suspected proximal type I endoleak due to migration of the trunk-ipsilateral leg endoprosthesis, suspected distal type I endoleak on the left side, and aneurysm enlargement were identified. On (B)(6) 2025, the patient underwent a reintervention. Two stent grafts were additionally implanted to extend the proximal portion of the device. Although angiography revealed no endoleak on the left distal side, an additional stent graft was implanted as a precautionary measure attending physician¿s comment: this was a case with severe neck angulation, with significant curvature starting from the renal artery.